Manufacturer narrative:
The initial failure description was that the rotflow displayed the error message "arithmet" in the art puls mode. A getinge service technician repaired the affected rotaflow serial# b)(4) on 2021-08-25 in the national repair center. The technician replaced the rfc (rotaflow console) control board kit (material#70103.4051). After the replacement the device is working as intended. An investigation of a rotaflow system that exhibited a similar issue was performed in getinge life cycle engineering on 2020-07-14. The most probable root cause could be determined as a faulty eeprom memory (ic9) of the control board. The review of the non-conformities has been performed on 2021-09-03 for the period of 2018-05-15 to 221-08-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced in 2018-05-15 based on these investigation results the reported failure could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
It was reported that a rotaflow displayed the error message ¿arithmet (micro controller error)¿ during the preventative maintenance. No patient has been involved. Complaint ID:(B)(4).